Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began 2 weeks prior to her contacting lfs. She reported that she manages her diabetes with metformin, and in response to the alleged meter issue she took her usual medication and monitored her food intake. The patient alleges that 1 week after the product issue (time unknown), she developed symptoms of ¿peeling a lot and thirsty from time to time¿. The patient reported that she self-treated the alleged symptoms with ¿drinking more water¿. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date, and that the test strip did completely draw in the sample. The csr walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.